Event description:
On 11/11/2024, it was reported by a distributor via email that two ar-4020c-07 fastthread biocomposite interference screws were not properly fixed during insertion. The surgeon then realized that the sutures were damaged. This was discovered during a procedure on (B)(6) /2024. Additional information received on 11/15/2024: this was discovered during a collateral ligament reconstruction surgery. Both anchors were attempted to be fixed; however, the sutures broke when fixing the ligament. Both screws and all broken fragments were removed. The case was completed using a new ar-4020c-07 fastthread biocomposite interference screws. The case was not delayed, the additional screw was readily available to solve the complication effectively.

Manufacturer narrative:
The complaint allegation was confirmed based on the customer's attached picture 1.jpg, which displays the bio screw thread warped and the proximal diameter deformed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude that the allegation on the ar-4020c-07 was confirmed. The reported failure is most likely related to a user error such as improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion. Direction for use. Dfu-0111-eor2_fmt_en. G. Precautions. 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or contact your arthrex representative for an onsite demonstration. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.